Event description:
The patient's generator was replaced due to battery depletion. The explanted product was received by the manufacturer at end of service condition. Product analysis was completed on the returned device. Product analysis found evidence of premature battery depletion. Upon opening the generator can, visual analysis identified contaminates on the trimmed edge of the pcba. Furthermore, the post-burn electrical test showed that the pcba failed several electrical tests until the contaminated edge was cleaned. Based on these results, the contamination on the trim edge of the pcba suggest probable electrical paths were established between the copper edges, which could cause premature battery depletion. Review of the generator's internal data further verified premature depletion; the generator's voltage was inconsistent with the % battery life remaining no further anomalies were identified. The manufacturer's device history records were reviewed. The generator passed final quality and functional specifications prior to release. The generator was laser-routed. Per a previous internal investigation the contaminants on the pcba are due to the laser-routing process during manufacturing. No further relevant information has been received to date.